Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had connection issues with the sensor. The insulin pump failed to detect the transmitter and is unable to receive sensor signal. Customer was assisted with troubleshooting and the sensor received the sensor connected alert. Blood glucose level at the time of the incident was 45 mg/dl. Customer declined to troubleshoot for the low blood glucose. No product is expected to return.